Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Hardware parts were replaced and the system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Other relevant device(s) are: product ID: 9733437, serial/lot #: (B)(4), UDI#: (B)(4). The psu 9733437 polaris spectra (lot# p714192) was returned for analysis. Analysis found that the returned psu powered up on the test bench with the front panel indicator lights on, but they shut off shortly into testing, only to later come back on. The psu was otherwise functional and passed an accuracy test (aak) at .17 mm with a passing threshold of .35 mm. A check of the event log did not reveal any adverse events. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that while troubleshooting for an unrelated case it was discovered that the camera had no indicator lights on. The camera still functioned normally when tracking the imaging system trackers. There was no patient involvement.